Event description:
Constraint insert dislocation happened during the revision. Head and insert does not fit completely. Dislocation happened when drs doing the final rom test during the surgery.

Manufacturer narrative:
Method-DHR, complaint history and surgical technique review. The investigation concluded that the subject insert's failure to lock was a result of a failure to follow instructions. Improper rotational and axial alignment of the insert flange scallops with the shell indexing barbs prior to impaction resulted in the insert's incomplete seating into the shell; which was later manifested by the range of motion dislocation. Device history review showed that no reported discrepancies. Complaint history review shows that there have been no other reported events regarding this lot.